Event description:
The customer's mother stated that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 585 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed correctly. The customer's infusion set had been changed several times prior to the event. The prime and high pressure tests passed. It was reported that the cannulas of the infusion set have occasionally been bent when removed from the customer's body. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.